Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon burst occurred. The physician inflated the unspecified apex balloon catheter, however, the balloon burst. The number of inflations and to what atms is unknown. It is unknown how the procedure was completed. No patient complications were noted.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).